Event description:
The consumer claimed that the product caused mastitis twice. During the second week of the child's life the consumer noted they experienced the following. The consumer stated, "I used them for two days, the milk flow was much reduced, although I think the size was ideally chosen, as I write-milk through the overlays, and much weaker. On the second day, the baby began to get angry during feeding, the breast began to get hard and hot. The process was unstoppable. I got a fever 39.5 hot, red breast, to the touch like a stone. It was completely impossible to express the milk with the breast pump, only the child, but without the overlays was able to draw breast milk." The situation repeated after a week and a half. The consumer then consulted with a lactation counselor who explained that you should not use overlays with such a large amount of food, because the casings cause its stagnation. The consumer contacted a midwife and lactation advisor. The midwife advised taking ibuprofen and compresses, the lactation advisor advised discontinuation of the overlays, which solved the problem.

Manufacturer narrative:
Mastitis is a secondary complication of a side effect. The use of nipple protector is not known to cause or contribute to this event. Philips has requested the device from the consumer for analysis. (B)(6) 2019 device was returned from the consumer for analysis. Analysis found the device to be in good condition. No anomalies were detected. Mastitis is a complication of a side effect, the nipple protector is not known to cause or contribute to this event.

Manufacturer narrative:
Mastitis is a secondary complication of a side effect. The use of nipple protector is not known to cause or contribute to this event. Philips has requested the device from the consumer for analysis.

Event description:
The consumer claimed that the product caused mastitis twice. During the second week of the child's life the consumer noted they experienced the following. The consumer stated, "I used them for two days, the milk flow was much reduced, although I think the size was ideally chosen, as I write-milk through the overlays, and much weaker. On the second day, the baby began to get angry during feeding, the breast began to get hard and hot. The process was unstoppable. I got a fever 39.5 hot, red breast, to the touch like a stone. It was completely impossible to express the milk with the breast pump, only the child, but without the overlays was able to draw breast milk." The situation repeated after a week and a half. The consumer then consulted with a lactation counselor who explained that you should not use overlays with such a large amount of food, because the casings cause its stagnation. The consumer contacted a midwife and lactation advisor. The midwife advised taking ibuprofen and compresses, the lactation advisor advised discontinuation of the overlays, which solved the problem.